Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pk2399, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle piece retained in patient? If yes, how was it retrieved? Patient¿s current status? Status of product return? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was that a patient underwent a c-section procedure on (B)(6) 2020 and suture was used. During the procedure, the tip of the suture needle broke. There were no adverse consequences reported for the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 06/29/2020. Corrected information: e4.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 06/29/2020. Additional information: g3. Additional information was requested and the following was obtained: was the needle piece retained in patient? If yes, how was it retrieved? No, it was on the tip of the needle holder. Patient¿s current status? Discharged. Status of product return? Product will be returned today.

Manufacturer narrative:
(B)(4) date sent to the FDA: 07/28/2020 additional information: d10, h6 additional h3 investigation summary: a failed suture needle was submitted for fractographic evaluation. A fracture was observed near the tip, in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure.